Manufacturer narrative:
Change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies to address the issue. Reportedly, the customer is wearing the infusion set for 3 days. Tandem technical support informed customer that wearing the infusion set for 3 days, is off label per the user guide. Reportedly, the customer went to the emergency room and was subsequently admitted into the intensive care unit with a blood glucose level in the high 300's mg/dl and diabetic ketoacidosis. The customer was treated with intravenous fluids of saline, insulin, magnesium, and potassium, which resolved the issue, and the customer was released on 11/20/23 with no permanent damage.